Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality complaint). After a review of the batch thermal records, thermal results all met product release criteria. Corrective action procedures were completed for individual cold cells for the batch. Consumer reports "burned on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on skin/4 burn blisters on left and 7 on the right shoulder with diameters of 0.5-1 cm, redness of the whole area/pain in the area [burns second degree] , very strong heat development [device issue] . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number w24813, expiration date dec2020, device lot number t65583, expiration date aug2020, from (B)(6) 2019 at unknown frequency for neck/shoulder tension. Medical history included ongoing type 1 diabetes mellitus since 1997, ongoing lactose intolerance since 2000, nicotine use and penicillin allergy. There were no concomitant medications. The patient previously used thermacare for unknown indication and had been tolerated well. The patient experienced burns on skin. As of (B)(6) 2019, it was reported that thermacare was used on 07feb2019 from 3 pm to 5 pm. Heatwrap applied for 1-2 hours, later on very strong heat development and pain in the area on (B)(6) 2019. After removal from both shoulders pronounced burns/burn blisters visible. Upper shoulder of both sides, 4 burn blisters on left and 7 on the right shoulder with diameters of 0.5-1 cm, redness of the whole area on (B)(6) 2019. No surgical intervention was necessary. Treatment with fenistil gel and cooling first and then with bepanthen ointment was administered. The patient did not suffer lasting damages due to the event. The event did not re-occur at re-exposure. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved on (B)(6) 2019. The reporter assessed the causal relationship between the event and thermacare as related. Additional information received from product quality complaint (pqc) group on (B)(6) 2019 included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality complaint). After a review of the batch thermal records, thermal results all met product release criteria. Corrective action procedures were completed for individual cold cells for the batch. Consumer reports "burned on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up ((B)(6) 2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2019): new information received from a contactable pharmacist includes patient data (age, weight, height), medical history, past product data, concomitant drug data, device data (start date, indication, additional lot number, expiry date), updated events (4 burn blisters on left and 7 on the right shoulder with diameters of 0.5-1 cm, redness of the whole area/pain in the area and very strong heat development) and case upgraded to serious reportable MDR, onset date of events, stop date of events, outcome of events, treatment details, causality assessment and event details. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.